Manufacturer narrative:
Technical support instructed the account to adjust the brake on the casters, and if that did not correct the issue to replace the casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged when the brakes are set the caster will still move.